Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during follow-up in clinic after receiving an appropriate shock. Review of the session records revealed lead noise during the vt episodes. Lead damage was suspected. Out of range low pacing lead impedance and low hv lead impedance was also noted. Possible high voltage circuit damage alert was received. The lead replacement, as well as performing a capm was suggested. The lead was capped.